Event description:
During an implantable neurostimulator replacement surgery impedances were greater than 4000 ohms on some bipolar pairs. An impedance reading of less than 250 ohms was also reported. The hcp planned to check the lead-extension-device connections. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.